Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings:a review of the pump black box data revealed multiple pump reboots on the alleged failure date. During testing, the battery cap secured properly to the pump to maintain power; however, the coin slot on the battery cap was stripped. A power loss was not observed. The battery cap contact dimensions measured within specifications. No damage was found to the battery compartment. The pump was exercised for 24 hours with no power interruptions or alarms observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was observed to be torn at the down arrow button. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and the ok button contact was misaligned. No contamination was found under the button contacts. The bolus button cover was also missing. The pump case was removed and evidence of moisture ingress was found on the bolus button connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.